Event description:
First report to haemotronic june 9, 1997, the following happened: pt experienced hypotension, sob, "feeling funny", blurred vision and diaphoresis immediately following initiation of dialysis. Possible "first use syndrome". Brief episode loss of consciousness. Medicated with benadryl 25 mg IV and solu-cortef 125 mg IV. Admitted to medical center for observation.